Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was able to verify the customer's reported issue during the initial final test. The unit failed the minimum power source test due to the alarming of "hardware fault 18 & hardware fault 20". Bench testing determined that the reported problem was due to a non-conforming hybrid board. Vyaire medical replaced the hybrid board and transferred the defective hybrid board to our failure analysis lab. Failure analysis results: vyaire medical installed the defective component into a known good ptv test unit and powered it on into "user mode". Power up was successful and the unit operated for approximately 6 minutes of cycling on the default settings when the unit alarmed "hw fault 20" (primary alarm ultra cap fault) appeared and the unit went inoperable. This reported issue was isolated to the capacitor.

Event description:
It was reported to vyaire medical that the ventilator was alarming hw fault 20, there was no report of any patient involvement associated with this reported event.